Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04349. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted concurrently hysterectomy and had a bard debakey graft implanted; in order to treat dysmenorrhea, menorrhagia, fibroids, symptomatic cystocele and rectocele and mesh was implanted. It was also reported that following insertion of the mesh, the patient experienced pain, erosion of her internal bodily tissue and other injuries, bleeding, infection, urinary problems, recurrence, dyspareunia and has to wear pads for leakage. It was reported that the patient has undergone multiple surgeries including excision of mesh, revision of pubovaginal sling and implantation of mesh on (B)(6) 2009 due to erosion. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 5/5/2016.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 in order to treat dysmenorrhea, menorrhagia, fibroids, symptomatic cystocele and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was also reported that following insertion of the mesh, the patient experienced pain, erosion of her internal bodily tissue and other injuries, bleeding, infection, urinary problems, recurrence, dyspareunia and has to wear pads for leakage. It was reported that the patient has undergone multiple surgeries including excision of mesh, revision of pubovaginal sling and implantation of mesh on (B)(6) 2009 due to erosion. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-04349. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.